Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that an accumax single use holmium laser fiber was used in the ureter during a stone extraction ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during preparation, the physician noted that the laser fiber had no red aiming beam when plugged into the laser unit. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip was detached.

Manufacturer narrative:
(B)(4) fiber tip detached. Visual examination of the returned laser fiber revealed that the exposed glass fiber tip measures 1.0mm and appeared used. The fiber face was observed to have a circular lighted are and two black shadows in the middle. The pattern on the fiber tip was consistent with a fracture indicating that the tip or portion of the tip broke off. Fracture lines were noted throughout the length of the tip without signs of normal degradation. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was weak, dim, and round with an effective transmission of 34.1%. Given the event description and condition of the returned device, the reported failure of no aiming beam could not be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.